Manufacturer narrative:
.

Event description:
Procedure: hysterectomy according to the reporter, the needle broke in half. The suture popped off as it was pulled through tissue. The needle fell into the surgical site and was retrieved. The procedure was completed with another needle.